Event description:
The customer reported cut tubing. This cut tubing was observed with an unknown baxter set. This incident occurred during use. There was no information on patient involvement or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was not performed due to insufficient lot information.